Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the implantable cardiac monitor was unable to interrogate. Programming changes were performed. There were no patient consequences.